Manufacturer narrative:
(B)(4). Evaluation summary: this condition for an iipv was not confirmed and the root cause could not be determined. The device was evaluated. During the device evaluation a visual inspection was performed with no issues noted. The device tested on simulated therapies, and the issue wasn't confirmed nor reproduced. Additional information: a device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number. A service history review was performed and previous service events weren't related to the reported issue. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
During troubleshooting of a check patient line alarm in I drain, while the home patient (hp) was connected to the machine the technical service representative (tsr) asked the hp to press stop and the hp stated he already did press stop, and the hc reads stopped fill. The tsr reviewed the fill volume= 45ml. The tsr asked the hp if he was calling because he did not want to overfill. The hp stated yes, because he was the other day and was carrying 3500ml all day. Tsr had the hp do a manual drain. Hp drained out 40ml, and the hc went to stopped fill. Tsr had the hp check the pa line for air bubbles, fibrin. Hp stated there is a couple air bubbles. Tsr asked the hp if the air is bigger then a green pea. Hp stated no, the bubbles are small. Tsr had the hp pull up and down lines on the lines that come out of the door, close and reopen the transfer set and take the catheter out of the waist band. Tsr had the hp do a manual drain again. Hp stated the hc went back to stopped fill. Tsr explained that he was going to have the hp fill a little and try to drain again. Tsr had the hp press go. Hp stated the hc was staying at fv= 0ml. Tsr had the hp reposition, check the pa line clamp, check for kinks, and press go. Hc alarmed check your position, then check pa line. Tsr had the hp do a manual drain again. Hc alarmed check pa line. Tsr had the hp close the clamps, disconnect, and cycle the power. Hc alarmed power restored/ fill 1/6. Tsr assisted with ending the therapy and getting the set out. Tsr explained the hp will have to contact the rn about not being able to drain. Tsr asked the hp the iipv troubleshooting questions. Hp stated he drained 3500ml and the lfv= 1000ml. Hp stated he was bloated that day and was not feeling good. Hp stated he noticed the idv= 3500ml in the morning when he reviewed the therapy readings. The hp would contact the rn for programming. There was patient involvement, but no patient injury or medical intervention.